Event description:
It was reported by the rep that the device was used during a laparoscopic inguinal hernia repair. The first device would not fire any staples. The second device fired, completed the case but only after initially misfiring. It was removed from the trocar and fired several times before staples were present. Then returned to the hernia site. The case was completed. There was no consequence to the pt.